Event description:
The customer reported the haptic of the aq2010v silicone three piece lens kept crimping and they were unable to load the lens properly. The reporter indicated the injector kept tearing tearing the leading haptic of the lens. There was no patient contact. They tried four different injectors without success. See MFR# 2023826-2015-00406 thru 2023826-2015-00409 for all four incidents.

Manufacturer narrative:
The injector was not returned, however, the lens was received and evaluated. Neither haptic was flat and there was a clear surgical residue on the lens. Method: device history review (DHR). Results: the DHR of the lens work order and injector lot used in this instance shows all steps were performed following sops and all parameter were within specification. After performing a root cause analysis, it was determined that this complaint is not likely to be related to the products raw material or manufacturing process. However, there was no direct evidence that leads to the root cause of this complaint. Conclusion: based on the complaint history, lens work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Implant and explant dates: n/a. (B)(4). Method: search by lot number. Results: a search for similar complaints was performed on the lot number and there were no similar complaints found. (B)(4).